Manufacturer narrative:
(B)(4).

Event description:
Product compl: loss of osseointegration.

Manufacturer narrative:
Primary di number (B)(4).

Event description:
Product compl: loss of osseointegration.